Event description:
Follow up information received attributed the event to improper use of the patient programmer by the patient. The issue was reported as resolved. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the patient indicated that they still had concerns with their device therapy but was working with their physician to resolve the issue. An appointment of (B)(6) 2012 was noted. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was not able to adjust stimulation. The patient was not seeing the battery status light on her programmer. The patient was advised to move away from computer and try to connect again. There was no change when the patient moved away from emi. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2012-01623.

Manufacturer narrative:
Lead: model # 3387s-40, lot # v329593, implanted: (B)(6) 2009, explanted: unknown; extension: model # 748240, lot # (B)(4), implanted: (B)(6) 2004, explanted: unknown; neurostimulator: model # 7426, serial # (B)(4), implanted: (B)(6) 2010, explanted: unknown; lead: model # 3387s-40, lot # v302545, implanted: (B)(6) 2009, explanted: unknown; extension: model # 748240, lot # (B)(4), implanted: (B)(6) 2004, explanted: unknown; programmer: model # 37642, lot # (B)(4).